Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Customer problem was duplicated. Found fluid ingression on pump by the chassis base of the downstream occlusion sensor which causes the issue. Error history log review found alarms. The root cause of the reported issue was found to be user interface-this issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. Actions were taken to mitigate the reported issue: replaced the downstream sensor and lens.

Event description:
Information was received indicating that bench testing of a smiths medical cadd legacy pump, a double beep, no cassette alarm was noted. The lens was also noted to have a damage. No patient was involved. No adverse effects were reported.